Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no nonconformances were identified. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows ten boxes with product code vcpb946h, lot number tdmjhm. It was observed that the packaging and the samples observed in the images were in accordance with the specifications of the process and the products were manufactured by ethicon. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of postmarket surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to followup questions (not the person relaying/submitting answers to loc or chu). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: 2210968202400728, 2210968202400729, 2210968202400730, 2210968202400731, 2210968202400732, 2210968202400733, 2210968202400734, 2210968202400735, 2210968202400736, & 2210968202400737.

Event description:
It was reported a wrong needle pattern on the box. It was reported that the needle pattern on the box should be ethiguard which needle tip should be a little rounded. But actually the needle tip of the pattern is pointed as attached photo shows. This issue was found during goods inspection. Not involved in any surgery. Additional information was requested.